Event description:
It was reported that the user experienced a pairing failure between the dexcom g7 sensor and the ilet, while the sensor remained paired and functioning with the user¿s phone; the ilet entered bg-run suspended and the user-reported blood glucose was 311 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary suspension of automated dosing and interruption of cgm-driven control on the ilet. Investigation included guided troubleshooting and user education, which covered confirming the g7 sensor code, entering the pairing code into the ilet, performing a magnet wake procedure, restarting the ilet, and advising on repair timing while ensuring no other devices were connected to the sensor. Investigation of this case revealed successful reattempts to initiate pairing steps were communicated, with pairing failure limited to the ilet and no evidence of broader system connectivity beyond the user¿s phone. It was concluded that the event was consistent with a cgm-to-pump pairing failure resulting in suspended automated dosing, with resolution steps provided and no further follow-up requested by the user.